Event description:
The customer alleged that during a case the surgeon was taking a normal bite with the sharp kerrison and the secondary release snapped off. The piece went flying. They did not see it in the patient so it was assumed that it was elsewhere. The case was delayed while they looked for the missing metal piece.

Manufacturer narrative:
Based on the lot number of this device, it was determined to be the previous design locking mechanism. The sharp kerrison consists of two devices in one to include the reusable handle (device identified in report) and tips (single use and reusable versions available) assembled to complete the usable device. The detachable tips were specifically designed as removable to support use and removal once dull which is common for devices with a cutting feature. Unfortunately, the tips were not returned with the handle to assess their condition. Through testing, symmetry could identify that when additional forces are applied to the locking mechanism of the handle by excessively squeezing and twisting the handle, during the use of a dull blade or while cutting a large or dense bone, the bottom lock will yield. The results of the testing did not break the locking mechanism; however, it did show stress in the same location. This type of use is not recommended as it is defined as a warning in the IFU. Based on the results of the testing, symmetry chose to further improve the safety of the product by increasing the thickness of the bottom locking mechanism that experiences all the stress. This will be a running change to the device design. The same cautions in the IFU apply to the new design as well. There has been a significant reduction in complaint cases for this product family since the product improvement took place in 2018. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions, a follow up report will be submitted.